Event description:
Patient was revised due to loosening of the acetabular cup. Update: (B)(6) 2012 - litigation papers allege that the asr implant was failing and the patient had high concentrations of various metallic elements in his blood as a result. The patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to his normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to fluid collection and pseudotumor. During revision, thickened and pathologic bursal tissue consistent with pseudotumor, evidence of corrosion at the head trunnion juncture and necrotic tissue were found. The femoral stem and femoral sleeve have been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.